Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 460 mg/dl on (B)(6) 2017. The customer treated with manual injections due to the insulin pump not delivering insulin. The customer also reported the device had physical damage. The screen was badly scratched up making it hard to read. Customer declined troubleshooting for high blood glucose readings. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.